Manufacturer narrative:
The touch screen form device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when rosa was turned on to perform the surgery, the computer monitor was not responsive to touch, but the mouse could be used to move the cursor.

Manufacturer narrative:
Following the investigation, there is no confirmed failure, the device operated within specification. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code.